Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a fresenius 2008t machine did not sound an arterial pressure alarm while the patient¿s blood was clotting during their hemodialysis treatment. The patient's blood was clotting and there was no blood coming through the red access line during treatment. The machine issued a 'rel. Blood volume low' alarm/message with a yellow status light but the blood pump kept running. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted with new bloodlines and treatment was continued. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.